Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/24/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one paper lid of product code nw2443 and one needle suture. Also, it was received one open foil that pertains to product code vp2443, lot t1007. As the lot number related to product nw2443 is unknown, further investigation could not be performed. Upon visual inspection of the needle/suture revealed that the suture belongs to product code nw2443. In addition, the swage and attachment area were noted to be as expected. The suture was examined, and it was noted that the strand had begun with a degradation process caused by exposure to the environment. The foil with product code vp2443 was visually inspected, and excessive wrinkles and holes in the cavity were observed due to the handling. Per the condition of the returned sample, the reported event of product mix could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As per the sample was opened and the suture was dispensed no conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - pending evaluation of returned device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested: our failure analysis lab received an additional product with reference to this complaint, the following product was received: product code: unknown. Lot : unknown. Received: 1 needle/suture that does not pertain to product code vp2443; and one foil and one paper lid of product code vp2443. This complaint is for product code product code: vp2443, lot rmbhrq. 1. Could you please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. A device has been received, however clarification is requested whether the product belongs to this complaint. H6 component code: c22 - photo analysis. H3 investigational summary: photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with suture dispensed, the needle is not visible in the photo. Unfortunately, the photo does not provide sufficient evidence to determine the root cause. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2023. Additional information was requested, the following was obtained: our failure analysis lab received an additional product with reference to this complaint, the following product was received: product code: unknown. Lot : unknown. Received: 1 needle/suture that does not pertain to product code vp2443; and one foil and one paper lid of product code vp2443. I have shared the complaint product what customer had given to me. I don¿t have any additional product with me. I have received the complaint from surgeon & the complaint product had given to me by ot in charge. You can discard the same. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pediatric nissen fundoplication procedure on (B)(6) 2023 and suture was used. Suture thread is broken when pack foil was open for suturing by surgeon. The procedure was completed successfully with no adverse patient consequences. It was also reported that they found the different code on outer and inner side of the foil. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? Lot no- t1007. Could you please clarify what means by "they found the different code on outer and inner side of the foil. Information received from dr & purchase team"? Could you please confirm if this is not the correct product code vp2443? If not, could you please provide the correct product code? It was found the different code on outer and inner side of the foil. On outer side: vp2443. Inner side: nw2443.